Manufacturer narrative:
Investigation included evaluating the returned proximal portion of the device (the distal segment was not returned as it remained in the patient). In-house investigation also included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.

Event description:
It was reported that as the catheter was being removed due to completion of treatment, resistance was experienced and it appeared the line was stretching during removal, resulting in the catheter separating. It was confirmed by x-ray that approximately 3 cm of the catheter remained in the patient. Interventional radiology was not able to remove the 3 cm separated segment. The reporting facility noted that ultrasound imaging showed a fibrin sheath around the tip of the catheter.